Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery packs) has been confirmed. Upon evaluation, component d4 was shorted. The cause of the inability to charge was isolated to the shorted d4 component. The root cause of the shorted component was unable positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that charger was unable to charge a battery.